Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire had lifted from the jaw. Another kit was opened to complete the case. No delay. No patient effects.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000345543 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.